Event description:
Boston scientific crm received information that this ventricular lead had dislodged. The patient was feeling funny so they came to the hospital to get checked out. A chest x-ray was taken and it was noted that the lead was dislodged and was in the atrium. A successful revision procedure was performed. To date, there have been no adverse patient effects reported.

Manufacturer narrative:
At this time, the product remains in service. If additional information becomes available, this event will be updated as necessary.